Manufacturer narrative:
(B)(4). Device evaluation: the reported condition where the "bottom half of the screen unable to read" was confirmed during product evaluation. The assignable cause was a faulty screen as a result of an illegible screen. The user interface module liquid crystal display was replaced to correct the reported condition. The user interface module software version is 8.11.00. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The facility representative reported a colleague infusion pump where they were "unable to read bottom half of the screen." It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.